Event description:
It was reported that during a carotid artery stenting treatment procedure, the delivery sheath became torn.the target lesion was located in the carotid artery. A filterwire ez 3.5-5.5 190cm pv-jp filter wire was retracted into the delivery sheath when it was noted that the distal end of the delivery sheath was torn. The filter wire was removed without leaving any fragments in the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the protection wire and the delivery sheath were returned hand coiled inside a header bag. The retrieval sheath was not returned. During the visual and microscopic examination of the returned device, the radiopaque distal tip of the protection wire returned normal and overall in good condition. It was not wavy or stretched. The filter bag was found fully retracted into the delivery sheath with 4 mm of the nosecone exposed. No trace of blood was found on the device, the device seem unused. The protection wire was found exposed out (found popped out) of the slit in the delivery sheath from 6.9 cm to 13.5 cm at the clear tubing, when measured from the distal tip of the delivery sheath. The protection wire was fed back into the delivery sheath, and using a wire torquer, it was possible to perform the unsheathing and sheathing test with no difficulty. The filter bag was successfully deployed and then retracted; the filter bag was observed to be in good condition and met specifications, no anomalies were observed. The slit was present in the delivery sheath and met specification. The peel away test was performed successfully, no anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Event description:
It was reported that during a carotid artery stenting treatment procedure, the delivery sheath became torn. The target lesion was located in the carotid artery. A filterwire ez 3.5-5.5 190cm pv-jp filter wire was retracted into the delivery sheath when it was noted that the distal end of the delivery sheath was torn. The filter wire was removed without leaving any fragments in the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.